Event description:
It was reported that during preparation and functional testing for a biopsy, the device self-activated after fully priming. Another device was used to complete the procedure. No patient contact was reported.

Manufacturer narrative:
The serial number for the device was reported. The device has not been returned for evaluation. The investigation is currently under way. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide to any further patient, product, or procedural details to bard.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. This is the only complaint reported for this driver serial number and issue to date. Visual/functional inspection: it was found that the instrument failed all mechanical and functional testing. Upon receipt, it was noted that the cocking slide and sleds were deteriorated not allowing the device to lock into place. Conclusion: the investigation is confirmed for self-activation, as the instrument self-activated during initial functional testing in the as received condition due to deteriorated inner components. This likely occurred as a result of improper maintenance by the customer that could have prevented the instrument from energizing properly. However, the definitive root cause is unknown. The damaged components were replaced. The device was cleaned, lubricated, tested and returned to the customer. Labeling review: the current IFU (instructions for use) states: precautions: inspect the instrument for signs of deterioration or damage (cracking, blistering, separation of coating, pitting). Do not use if deterioration or damage is observed. Directions for use: magnum biopsy instrument preparation: energize (cock) the instrument by pulling back with full pressure on the white cocking slide twice until both sleds are fully engaged. Notice the status indicator is now red. Test the instrument by first moving the safety lever from "s" (safe) to "f" (fire, ready) then depress the trigger button to actuate the instrument. Warning: when the safety lever is in the "f" position, the instrument is ready to fire. Care should be taken not to inadvertently depress the trigger and fire the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the serial number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.